Event description:
It was reported that the patient received an inappropriate shock while washing a boat that was being charged. The episode showed oversensing of 60-cycle noise on the right ventricular lead. Four days later, the hvb impedance was noted to be high and the pacing impedance was noted to be low. During the revision procedure, the lead was noted to have insulation damage on the pace/sense lead just distal to the pin plug. The damage was repaired with a silicone sleeve and expoxy. The high voltage impedance were noted to be normal after the repair and defibrillation thresholds were performed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2001. (B)(4).